Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to resolve the error. The system was tested and verified as ready for use. Isi has not received the usm for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error occurred repeatedly on universal surgical manipulator (usm) #2 after an instrument was replaced. The customer tried to restart the system; however, the problem persisted. The customer disabled usm #2 and the system started properly in 3-arm configuration. The surgeon proceeded with 3 arms but eventually decided to convert the case to open surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the problem occurred 20 minutes after the start of the procedure. The surgeon made a decision to convert the case to open surgery after attempting to perform the surgery with 3 arms. No other system issues were noted. Additionally, no patient anatomy issues were noted. There were no intraoperative complications. The total time of the procedure was 3 hours. There were no intra-operative or post-operative complications due to the surgical delay or conversion. The surgeon did not have any concerns about the procedure delay causing any long-term complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to have errors. Error logs showed an error indicating "node 186 is not present at startup, node name: axes controller, carriage (acc) in armnet2 usm" on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a test platform where "fiber test" was found to be failing on rolling loop. Once testing was completed, the "rolling loop fiber" was tested further and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the "rolling loop fiber assembly" was found to be the root cause of the reported event. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed further investigation. When installed on a test fixture, the universal surgical manipulator (usm) failed the fiber test on the 0 x 3 axis. The rolling loop fiber was then tested and confirmed to be source of the issue. A review of the site¿s system logs confirmed the maxis error and error indicating a downstream link issue to axis controller carriage error, pointing to the usm.

Event description:
Refer to h11 for follow-up information.